Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded which could have caused noise.

Event description:
It was reported that the lead exhibited an insulation anomaly and noise. The lead was explanted and replaced.